Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, a vein channel was established according to the patient's condition and the doctor's advice. During the puncture process, it was found that the catheter tube at the most front end of the indwelling needle had been punctured by the needle, and the puncture could not be carried out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: on march 12, a vein channel was established according to the patient's condition and the doctor's advice. During the puncture process, it was found that the catheter tube at the most front end of the indwelling needle had been punctured by the needle, and the puncture could not be carried out.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.